Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed fluid delivery line. A DHR review is not required as the serial number is unknown. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the artic sun device was not filling, after removed the fluid delivery line and placing thumb over left port, the device had started filling. Per follow up information received via phone on 05jan2024, biomed had ordered and replaced the fluid delivery line onsite. This resolved the issue. Device passed functional verification testing and was returned to service.